Event description:
In this event it is reported that a carb.b.cav.cone square fg 012 broke during use. Reportedly, unbearable pain was caused to the patient. The outcome is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.the device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Additional information received that no patient injured, and all the broken parts retrieved from the patient mouth. Since this is the case the 8000-opn-017 applies (broken part retrieved no patient's injury) â¿¿ for carb.b bur applies to this event and is not reportable. Please disregard the initial report. Correcting this event from reportable to non-reportable after receiving additional information. Since this is the case the 8000-opn-017 applies (broken part retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report.